Event description:
Health professional reported the pt experienced "pain, gastric erosion, gastric ulceration and perforation" allegedly associated with the lap-band system. The pt reported "chronic left upper quadrant and epigastric pain." The alleged events were confirmed via endoscopy which diagnosed "erosion of the gastric band." Upon admission for explant surgery, pt also presented with symptoms of dysphagia. The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Pain, ulcers, erosion, perforation and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia, epigastric pain and ulcers as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling address the adverse events of perforation as follows: "perforation of the stomach can occur. Death can also occur. Specific complications of laparoscopic surgery can included spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."